Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device trigger was loose, the saw head and tensioning screw were worn, and the leads on the electronic control module were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear of mechanical and electronic components from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the trigger on the battery oscillator device was sticking. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.